Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations along the lead body which occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted one day post implant due to dislodgement. The patient had very thin ventricular walls, so this lead was replaced. Should additional information be received, this file will be updated.